Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The left ventricular (lv) lead exhibited high thresholds. The lv lead was found to have dislodged and had pulled back into the coronary sinus. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtpa2qq crtd implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.